Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service analyzer review, instrument service review, a search for similar complaints, and a review of labeling. Abbott field service replaced the bellows and poppet valves to address the customer issue. A review of historical quality data did not identify any trend or product issue. A review of the analyzer service history identified no contributing factors to the current complaint. No adverse trends or systemic issues were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated calcium results while using the architect c16000 analyzer reagents. The following data was provided. Sid (B)(6) initial 18.00 mg/dl, repeat 9.35 mg/dl; sid (B)(6) initial 19.81 mg/dl, repeat 9.04 mg/dl. During general instrument check, a leak was found on the bellows of the internal probe on wash pump a. No impact to patient management was reported and no injury or exposure due to the leak were reported.